Event description:
It was reported that the device sheered the tip of the guidewire off in the vessel, requiring snare for removal. The target lesion was located in the lower leg vessel. A 018 90 40 rubicon control guide catheter was selected for use. However, during the procedure, it was noted that the device sheered the tip of the non-boston scientific guidewire off in the vessel. The broken wire was subsequently retrieved by snare, and the procedure was completed using an alternate device. There were no patient complications as a result of this event.

Manufacturer narrative:
B3 - date of event: used 03/01/2025 as the event date was not reported. Detailed product information was not provided to bsc. Good faith effort attempts were made to try and retrieve the device batch or lot number, but it was unable to be obtained. Because some of the specific product details are unknown, we are unable to provide some of the specific product information. If additional details become available, a supplemental report will be submitted.